Event description:
It was reported that dr implanted all his screws from l2-s2. During placement of the blocker, we heard a pop and could not confirm what it was. Before closing, we took final x-rays and noticed the s2 screw head had popped off.

Manufacturer narrative:
Additional information has been requested, and if made available, will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering evaluation.